Event description:
The customer reported system engaged mag mode without being prompted and alarmed audibly with no error displayed. No patient involvement.

Manufacturer narrative:
The rep found abnormal tube head control panel damaged. Awaiting po and approval for customer prior to parts order and scheduling.